Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump went empty a couple months ago and they put saline in it this week. They did a rotor study and dye study, and both were successful. The technical service (ts) reviewed to do a full system prime if there was only saline in the pump and catheter. She just found out about the issue and has limited information.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the issue had been resolved and the pump was filled. The rep also indicated that their colleague could hopefully provide a little more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep did not know who reported this event, they were only made aware of the dye study and completion of the refill. The rep stated that the dye study was first observed on (B)(6) 2024 and the refill on (B)(6) 2024. The cause of the empty pump was due to the patient missing their refill appointment. Actions/interventions taken included a rotor and dye study was completed. The pump was refilled without incident. The empty pump had resolved.

Manufacturer narrative:
H6: codes were updated based on new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.